Event description:
It was reported that 2 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems caused localized IV site infections, requiring a patient to be put on "abc", 6 catheters caused infiltration/extravasation, 3 needles pierced through their catheters, 3 catheters' safety mechanisms failed to cover the needle, and 2 catheters' safety mechanisms did not activate. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of localized IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (2), infiltration / extravasation (6), needle through catheter (3), the safety mechanism did not cover the needle (3), and the safety mechanism did not activate (2)." "Additional information related to localised IV site infection: "pt had to be put on abc" additional information related to infiltration / extravasation: "needed to put in another access".

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems caused localized IV site infections, requiring a patient to be put on "abc", 6 catheters caused infiltration/extravasation, 3 needles pierced through their catheters, 3 catheters' safety mechanisms failed to cover the needle, and 2 catheters' safety mechanisms did not activate. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of localized IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (2), infiltration / extravasation (6), needle through catheter (3), the safety mechanism did not cover the needle (3), and the safety mechanism did not activate (2)." "Additional information related to localised IV site infection: "pt had to be put on abc" additional information related to infiltration / extravasation: "needed to put in another access".